Event description:
It is reported that a 3.50 x 18 mm integrity rx bare metal stent was implanted in a patient approximately 36 days past its use before date. No patient complications are reported.

Manufacturer narrative:
Evaluation, results: no results available since no evaluation was performed (stent remains implanted); failure to follow instructions (device used beyond ubd - recommended in IFU that the shelf life be verified prior to use); shelf life exceeded. Conclusions: failure to follow instructions (device used beyond ubd -recommended in IFU that the shelf life be verified prior to use); user error contributed to event (device used beyond ubd - recommended in IFU that the shelf life be verified prior to use). No device failure; conclusion not yet available: evaluation in progress (root cause investigation is in progress at country level). (B)(4).